Event description:
It was reported that an iLet user experienced prolonged hyperglycemia after disconnecting from the iLet for approximately one hour due to concern for impending low glucose, followed by rising glucose readings and subsequent high values on both the iLet and fingerstick; the user replaced the infusion site and received education to remain connected so the system can modulate insulin delivery, and the event was categorized as a use of device problem with an unspecified device component. Symptoms included hyperglycemia, excessive thirst, and shaking. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the problem was associated with user management of the device, with the device component not otherwise specified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.